Event description:
The reported description notes that the pt monitor failed to alarm during a low spo2 event. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the pt monitor failed to alarm during a low spo2 event. No pt harm was reported. The information from the users is not sufficient to determine if the alleged lack of alarm is consistent with user configured settings for alarm delay and averaging philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.